Manufacturer narrative:
One used minicap transfer set was returned to the failure analysis lab. The set was visually inspected and the tubing had a clean diagonal cut approx 1 1/2 inches from the base of the bushing. The set was functionally tested underwater at 8 psi no leaks were noted. The cut did not penetrate through the entire tubing wall.

Event description:
Rn mgr reports an abrasion on transfer set tubing described as an external "slice" less than 1/4 inch long in tubing mid way between pt connector and twist clamp. The pt noted mark, after 8 days of set use. This mark was not noted when set was initially placed on pt. Pt and her caregiver deny any sharp objects near set. Pt uses a carrying pouch to hold set between adp therapies. A set change was performed and rn noted no leakage through abrasion in tubing. Rn reports no pt injury or medical intervention as a result of the incident.